Manufacturer narrative:
Date of the event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: 5205722.

Event description:
Related manufacturer reference number 3006705815-2024-00556. It was reported the patient was unable to enter into MRI mode due to high impedances on one lead. It was reported the patient lost therapy due to not charging the ipg. As such, surgical intervention was undertaken and the lead and ipg were explanted and replaced to address the issues. The investigation did not determine which lead had high impedances.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.